Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Supply changes were performed to address the past occlusion alarms. The customer's blood glucose (bg) level was in the 400 mg/dl range. A correction bolus was delivered and manual injections were administered to address the bg levels. Multiple infusion set changes were performed to address the current occlusion alarm and the occlusion alarm continued. A system check was performed using the current supplies and the pump performed as intended. The customer alleged there was an underlying pump issue causing the occlusion alarms.